Event description:
The customer reported via phone call that she had a threshold suspend alarm, calibration error alert, and a change sensor alert. Customer's blood glucose was 169 mg/dl. Customer had a sensor glucose reading of 60 mg/dl. Customer stated that she calibrated with her numbers too far apart. Customer was not experiencing intermittent calibration error alerts. Customer also received a bad sensor alert. Customer stated that she calibrates 4 times a day. Customer was advised to remove and change the sensor. Customer stated there was a kink in the sensor. Customer was advised to monitor the issue.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.